Event description:
It was reported that the cylinders of this this inflatable penile prosthesis (ipp) were unable to inflate due to fluid loss on the pump. Also, there was possibly a hole in the tubing. The existing device was explanted and replaced. There were no patient complications reported.